Event description:
It was reported there was an infection. The entire system was removed due to an infection. No further information was known at the time of report. Follow up reported a couple weeks post-implant, the patient had symptoms of an infection at the implantable neurostimulator (ins) pocket. The patient had been given oral antibiotics but about one week later, the patient had a fever and developed swelling in their face and drainage from the cranial implant site. The entire system was removed. Patient was on antibiotics for several weeks and the infection cleared up. New device was implanted and the patient seemed to be doing very well.

Manufacturer narrative:
Product ID, 3986a60 lot# n317359, implanted: 2012 (B)(6), product type lead product ID, 3986a60 lot# n289309, implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).